Event description:
It was reported that the patients lead had migrated. It was noted also that patient experienced inadequate stimulation. The patient underwent a lead repositioning procedure and was doing well post operatively.

Manufacturer narrative:
B3: exact date unknown, event occurred in approximately two weeks ago from date manufacturer was made aware.